Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no similar reports in the lot. Add'l info was requested on 11/15/2006 and fifteen days later by mail. A completed complaint questionnaire was rec'd from the reporter the following year. F/u info was requested the next day by fax and by mail.

Event description:
The nurse reported the intraocular lens (iol) tore during insertion. On 01/24/2007, add'l info was provided that stated enlargement of the incision was required to accommodate the removal and replacement of the torn iol. Add'l info was requested.